Manufacturer narrative:
Investigation: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no photos or samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A root cause could not be determined because the complaint is unconfirmed.

Event description:
It was reported that the plunger was difficult to move with a bd syringe 1ml ls 25ga 5/8in chin graphics. The following information was provided by the initial reporter, translated from chinese to english: during using, it was found that the plunger movement difficult, it doesn't feel sufficiently lubricated.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was difficult to move with a bd syringe 1ml ls 25ga 5/8in chin graphics. The following information was provided by the initial reporter, translated from (B)(6) to english: during using, it was found that the plunger movement difficult, it doesn't feel sufficiently lubricated.